Event description:
It was reported that bd vacutainer® push button blood collection set had insufficient flow. The following information was provided by the initial reporter: material no. 367342, batch no. Unknown -it was reported no initial blood flash, insufficient flow as well as air bubbles were observed when in vein. Our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein- even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets- 12 months ago. There is no specific vacutainer tube- affects filling of any type. Suspect defect in manufacturing process with connection of plastic tubing and needle where spring retractor or at other end where hub is attached. Our laboratory cost has more than doubled for the wastage in addition to the conversion to the increased cost for this safety device.

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd vacutainer® push button blood collection set had insufficient flow. The following information was provided by the initial reporter: material no. 367342, batch no. Unknown -it was reported no initial blood flash, insufficient flow as well as air bubbles were observed when in vein. Our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein- even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets- 12 months ago. There is no specific vacutainer tube- affects filling of any type. Suspect defect in manufacturing process with connection of plastic tubing and needle where spring retractor or at other end where hub is attached. Our laboratory cost has more than doubled for the wastage in addition to the conversion to the increased cost for this safety device. F.10. Device codes: 1094, 1575.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® push button blood collection set had insufficient flow. The following information was provided by the initial reporter: material no. 367342, batch no. Unknown. It was reported no initial blood flash was observed when in vein. Our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein, even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets 12 months ago. There is no specific vacutainer tube, affects filling of any type. Suspect defect in manufacturing process with connection of plastic tubing and needle where spring retractor or at other end where hub is attached. Our laboratory cost has more than doubled for the wastage in addition to the conversion to the increased cost for this safety device.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® push button blood collection set had insufficient flow. The following information was provided by the initial reporter: material no. 367342, batch no. Unknown -it was reported no initial blood flash, insufficient flow as well as air bubbles were observed when in vein. Our laboratory staff is having serious issues with the push button blood collection sets. Patients are being re-stuck many times using the correct technique. There is no initial blood flash back to indicate in vein- even upon re-positioning of needle. Large gaps of air appear after blood flow has started despite being in vein. This involves any and all lot numbers received since start of push button collection sets- 12 months ago. There is no specific vacutainer tube- affects filling of any type. Suspect defect in manufacturing process with connection of plastic tubing and needle where spring retractor or at other end where hub is attached. Our laboratory cost has more than doubled for the wastage in addition to the conversion to the increased cost for this safety device.